Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. No abnormality related to the reported event was confirmed on the product's appearance. Visual inspection, functional testing, and performance testing were conducted. It was confirmed that when the main switch of the main unit was switched to cmv mode, oxygen continued to come out from the outlet without switching between exhalation and intake. The customer's complaint was confirmed. The root cause was due to the o-ring material/hardness of the input manifold, the inspiration and exhalation did not switch, and oxygen gas continued to come out of the outlet of main unit. As a result, the input manifold was replaced. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the ventilator had a long intake time and produced an oxygen leak noise. The fault occurred during the pre-use check. There was unknown patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
Date of event: month and year of event have been provided, but day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.